Manufacturer narrative:
Update to b2. Reported event: it was reported that internal ring broke during impaction, need replacement asap . Product evaluation and results: product was not inspected as the product was not returned for evaluation. Product history review: could not be performed as the lot number is incorrect and no records exist in the database. Complaint history review: could not be performed as the lot number is incorrect and no records exist in the database. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. H3 other text : device not returned.

Event description:
Internal ring broke during impaction, need replacement asap case type: tha.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Internal ring broke during impaction, need replacement asap. Case type: tha.